Event description:
It was reported that during an open exploratory laparotomy with a right colectomy, side to side anastomosis, the patient developed an ileus (obstruction), which was improving in 2009. The patient expired the next day, from cardio-respiratory arrest, coded for forty five minutes, intervention unsuccessful. The device was discarded.ees risk manager spoke with ees sales representative to obtain additional information in 2009. Rep indicated her source of information at the hospital works in the operating room. He advised that he received information from hospital risk management regarding ¿anastomotic leak.¿ the event reported by the risk manager was from a surgery in 2009. The rep visits this account once per week and prior to this time, she was never made aware of any difficulty with the stapling devices. Rep will follow up with her contact to get additional information regarding devices used and patient co morbidities as well as to determine an autopsy was performed and if any surgical pathology is available. She will also determine if surgeon are willing to speak with our surgeon to get additional detail.

Manufacturer narrative:
Date sent: 11/16/2009: information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.